Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with significant pain in the right eye six days post lasik. The patient was noted to have a corneal erosion. It was noted that the patient had a lift and stretch the day before. A bandage contact lens was placed on the eye and the patient was told to take oral over the counter pain medications for pain management. The patient was seen in follow up the following day and noted symptoms were improving. The topical steroid dosage was increased. Additional information received states the patient had lift and stretch for micro striae on flap and developed erosion after.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).